Manufacturer narrative:
Returned device was received in used physical condition. The top case was cracked by the handle and left corner. The battery door is cracked as well as both plunger cases. During the evaluation of the device, the pump was found with a blank screen with constant alarm at power up. The fault was found to be normal wear on the main board. There was no visible damage but it was 11 years old. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was alarming when the backlight was turned on. The alarm would only stop when the batteries were taken out. There was no patient present at the time of the event. This pump was used in the nicu for feeding patients. Not used for medication. There were no adverse events reported.